Event description:
The core impaction drill was sent for evaluation due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The spindle housing was identified as the probable cause of the device overheating; a tight spindle housing fit can lead to heat production as a result of increased friction due to rubbing between the spindle housing and the driveshaft.